Event description:
It was reported that during an in-service, while reprocessing a leaking gastrovideoscope, it was observed that the scope was not connected to any c-connector except the leak tester "e1". All other ports were covered with jigs. There was no report of patient harm.

Manufacturer narrative:
Based on the summary from an endoscopy support specialist (ess), there were some reprocessing deviations, and they are as follows: staff was reprocessing a leaking scope in the oer-elite incorrectly due to not being told during the install of the oer-elite that leaking scopes still needs to have channels flushed with detergent and high level disinfection prior being sent in scopes for repair. Facility was putting the oer-elite in program 3 and connecting the leakage tester connect "e1" to scope without having correct connector to flush channels on scopes. The facility connected the leak test connector (e1) to the scope without having the correct connector to flush channels on the scopes. The ess provided a reprocessing in-service and reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. An olympus endoscopy support specialist (ess) was on-site at the user facility and confirmed that device reprocessing was incorrectly being performed. The ess provided staff education/training on infection control and reprocessing as referenced in the user manual and reprocessing manual. The instruction manual for the oer-elite used was checked and found the chapter description related to the event: instructions endoscope reprocessor. Oer-elite operation manual. Chapter 6 reprocessing operations. Olympus will continue to monitor field performance for this device.